Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, after an unspecified guidewire was advanced, the cutting balloon was used. However, during the first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.